Event description:
The suspect device exhibited variation in test results when compared with thelab. The following result was reported: inratio=6.7. Pateint experienced retinal bleeding and was sent to the hospital where vitamin k was administed and coumadin was discontinued. In 8/2005, their inratio was reported at 6.7. Venipuncture was performed and a drop from the syringe was applied to the inratio meter resulting in an inr of 2.8. The remaining blood sample was sent to the lab in a blue top tube. Lab result reported was 1.1. Sales rep reminded customer not to use venous blood when testing with inratio meter and to repeat the test with any abnormal result. Customer will continue to monitor results and repeat any abnormal results and confirm by lab draws.